Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample has been returned but has not been evaluated. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety activation button of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Was difficult to push and took a lot of time to finish pushing. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed one used unit in an opened package from the lot number 6082733. A microscopic inspection observed that the unit consisted of the retracted needle/barrel assembly and the needle cover. The needle was fully retracted into the safety barrel and the white button was depressed. The needle was pushed and repositioned to the out position. No mechanical/physical damage to the spring, needle hub, or grip was observed. There was no evidence of adhesive on the button, grip, or hub. After the needle was pushed and repositioned to the out position, the safety activation button was depressed at which point the needle retracted fully within the safety barrel. The retraction was successful, meeting no resistance. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6082733. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.